Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the flashing display. Troubleshooting was performed for flashing display. It was stated that the insulin pump fell in water briefly and it started alarming and showing flashing screen with medtronic. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit received with constant flashing medtronic logo. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify missing segments/partial display due to display anomaly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly. Unable to download history files and traces using thump due to display anomaly. Moisture damage on force sensor flex connector gold traces noted during visual inspection. Force sensor zero offset within spec (23.4mv). Unit also received with cracked case(battery tube), cracked battery tube threads and missing display window cover. In conclusion, unable to confirm missing segments/partial display due to constant flashing medtronic logo. In addition corroded electronic assemblies were noted during visual inspection causing electrical short. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.